Event description:
Based on a review of medical records provided by the patient's attorney: on (B)(6) 2003 - repair of large incisional hernia of the anterior abdominal wall with composix kugel mesh. On (B)(6) 2004 - repair of recurrent incisional hernia just below the previously placed mesh with a second composix kugel mesh. The previously placed mesh was noted to be incorporated. On (B)(6) 2005 - hospital admission. Blood cultures showed (B)(6), diabetic ketoacidosis. Discharged (B)(6) 2005. On (B)(6) 2005 - laparoscopic cholecystectomy. On (B)(6) 2007 - office visit: "mesh graft in the soft tissues which has probably become dislodged. No evidence of obstruction, enterocutaneous fistula or any other complicating issues." On (B)(6) 2008 - exploratory laparotomy with enterolysis, explant of both previously placed meshes, ventral hernia repair of non-bard allograft. Small bowel noted to be adherent to mesh. As the patient was extubated, she had a large cough, causing a small evisceration.

Manufacturer narrative:
When this complaint was initially received, it was determined that it was not reportable to the FDA. However, additional information was later received indicating that the mesh had been explanted, making the event reportable. Based on a review of the provided medical records, the patient is an obese smoker with diabetes and previous abdominal surgeries. The patient is reported to have developed a recurrence and adhesions after implant of a composix kugel mesh in 2003 and a second composix kugel mesh in 2004. Both recurrence and adhesions are stated as possible adverse reactions in the product's instructions for use. Although a doctor's notation from 2007 indicates that mesh had possibly become dislodged, there was no evidence in the subsequent medical records that suggested either mesh had become dislodged. No sample has been returned and no lot number has been provided. Therefore, no device evaluation or manufacturing review could be performed. If additional information is provided, a followup MDR will be submitted. Refer to MDR 1213643-2012-00046 for information regarding the composix kugel mesh implanted on (B)(6) 2003.